Event description:
Additional information was reported that the patient had involuntary body movements which sent her to the hospital. The patient mentioned ¿526¿ was what the pump delivered a day. The patient stated she had tone and was eating diastat like candy. The patient reported return of symptoms, severe spasticity returning and she had the dosage turned up 17% in the last 6 days. The patient later on indicated on the called day, she had already up to 27% increase. The patient was taking 30 mg of oral baclofen, 15 valium and 10 mg of diastat to keep the spasms at bay. The patient normally never had to take oral meds ever and she thought something was wrong. The patient stated she couldn¿t use her left side. Additional information was reported that the health care providers denied increasing the dosage again. The patient was running out of diastat and looking for dosage increase.

Event description:
It was reported for the past couple days, that the patient had increased spasticity. It was reported that the patient did not have this much spasticity in the past 7 years. It was stated that the patient had to take valium and another unknown drug that was not confirmed, however this did not resolve her issue. It was indicated that she went to the emergency room (ER) but they could not do anything with the pump. An ultrasound and computed tomography (CT) scan was performed and it was determined that it's probably the pump that was not working since the medication taken by the patient was so high. It was stated that she couldn't be standing with oral medication, and as well as the pump giving her medication. The outcome of the patient and event was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).